Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an the sensor expired early. Customer inserted a new sensor and sensor session was successfully warming up with no error message. There was no reported impact to customer's blood glucose.